Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. A review of the complaint history identified no similar incidents reported form this lot. Mitral regurgitation (mr) is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported mr appears to be a cascading effect of the slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment (slda) with recurrent mitral regurgitation. It was reported that on (B)(6) 2020, one mitraclip was implanted, reducing grade 4 degenerative mitral regurgitation (mr) to grade 1. Approximately 17 days post procedure, the patient began to feel worse and transesophageal echocardiogram (tee) was performed on (B)(6) 2020. Slda was noted, with the clip detaching from the posterior leaflet and remaining attached to the anterior leaflet. Mr increased, but the grade was not provided. No intervention has been performed, as plan of care is pending valve conference. No additional information was provided.